Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted that capture thresholds were out of range on the lead. Repositioning was attempted a couple of times but thresholds remained out of range. The lead was exchanged. The patient was stable.